Event description:
The unit was returned to covidien service center with the fault display, crt/lcd. Covidien service center found the unit had a lack of segments in the display. No patient harm reported.

Manufacturer narrative:
Covidien service center confirmed that the display has missing segments. The customer did not approve repair.